Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported problem could not be duplicated. The fast stop switches were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently and during cases, the system's fast stop switch activates independently. No patient injury was reported.